Event description:
Device showed eos on home monitoring. Advised to have patient brought in for change out at this time. Device remains implanted at time of call. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.